Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported hyperglycemia. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s928usqs4cyl1. Hardware: sm-s928u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 300 mg/dl between 4 and 24 hours of wearing the pod. The patient stated earlier that day they were having high bg levels with no visible issue with the pod and therefore decided to seek medical assistance. The patient reported symptoms included feeling dizzy and nausea. The patient was seen by their doctor and diagnosed with hyperglycemia. As treatment, the doctor changed their maximum bolus rate from 7 to 7.5. The patient reported the pod was still being worn since their glucose level had stabilized.